Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3 - device return status changed from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the indeflator device was being used with a balloon and a stent delivery system (sds) during the procedure. The indeflator was not able to maintain correct pressure during use of the balloon or sds and there was a need to continually increase the pressure during inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.